Manufacturer narrative:
Investigation ¿ evaluation: it was reported, during a transurethral lithotomy (tul) procedure to remove a renal stone, the physician attempted to close the basket of the tipless stone extractor but it wouldn't close. Another manufacturer's product was used to complete the procedure. The user inspected the device prior to use and the device functioned properly. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), as well as a visual examination and functional testing of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. The device was received with the white handle in the closed position and the basket formation closed, with approximately 2 mm extending beyond the distal tip of the basket sheath. The white handle would not actuate the basket formation. The handle was disassembled and the cannulated handle was found severed from the coil assembly. The cannulated handle was also bent and kinked. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue: 'the device is conductive. Avoid contact with any electrified instruments. Do not use excessive force to manipulate this device. Damage to the device may occur.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt h3 - device has not been returned this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a transurethral lithotomy (tul) procedure to remove a renal stone, the physician attempted to close the basket of the tipless stone extractor but it wouldn't close. Another manufacturer's product was used to complete the procedure. The user inspected the device prior to use and the device functioned properly. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.